Manufacturer narrative:
(B)(4). S/w version 5.2a. Retainer = black . The pump was returned for charge battery alarm on event date (B)(6) 2021. Unit passed the displacement test and self-test. Active current measurement within specifications. The history was download successfully using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Detailed trace analysis did not confirm charge battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.5v for consecutive 240 minutes. Unit received with high sleep current measurement due to moisture damage on electronics assembly. However, long trace history files did not confirmed any power anomalies noted during event date. The following were noted during visual inspection, cracked case at battery tube side. The unit p-cap / test reservoir locks in place properly. Unit was not confirmed for charge battery alarm anomalies. However high sleep current measurement was confirmed due to moisture damage on electronics assembly.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked battery compartment. No harm requiring medical intervention was reported. The customer was discontinue use of the device.